Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. The helix of the lead was ext rinsically bent, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, it was noted that the right ventricular (rv) lead tip was bent and the rv coil appeared 'incomplete.' The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.